Manufacturer narrative:
Investigation ¿ evaluation. A review of the documentation including the complaint history, drawing, instructions for use (IFU), quality control and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. It was concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The risks associated with these devices are acceptable when weighed against the benefits. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. There is no evidence to suggest there is any nonconforming product in house or out in the field. The device is shipped with instruction for use (IFU) which notes: device description: "the cook chest drain valve is a hard, clear, plastic tube with a soft, polyurethane, one-way valve inside." Precautions:"secure connecting tube to valve end with direction arrow pointing away from the chest, or the device will not function properly." Instructions for use: "3. Attach the funnel portion of the connecting tube with the blue end of the cook chest drain valve. Make sure the fit is firm and airtight. Note: correct placement and operation is achieved when the arrow on the valve points away from the patient's chest." The device is further packaged with label I_cdv_rev0 attached to the device. This illustrates the correct connection orientation of the chest drain valve. Based on the information provided, no product returned and the results of the investigation, the root cause was determined to be user error, specifically failure to follow instructions. It was reported that the customer had the correct device IFU, but was not able to be read. However, a flow direction arrow is also printed on the device to demonstrate the correct connection for the valve and connecting tube. It is likely that the customer did not read the arrow correctly on the device, causing incorrect connection, and inadequate function. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. [(B)(4)].

Event description:
It was reported the patient had a right lung biopsy prior to being discharged from the hospital. After the biopsy a chest x-ray was ordered, but the patient was discharged from the hospital prior to the chest x-ray being read. The x-ray showed a small pneumothorax. The patient was contacted and came in for a repeat chest x-ray. That x-ray showed a larger pneumothorax and the decision was made to place a chest tube. The patient was admitted through ambulatory surgical unit in order to be sedated for the procedure. The patient came to interventional radiology (ir) and a right chest tube was inserted. The chest tube was then attached to the chest drain valve. A follow up chest x-ray showed near 90% pneumothorax. The patient immediately brought to ir by the x-ray technician. The physician evaluated the patient and found that the chest drain valve was reversed. The valve was immediately removed and patient was placed on 20 cm of suction. A repeat chest x-ray showed only 10% residual pneumothorax. The patient was then transferred. It was further reported "upon investigation, the instructions for the device were on a clear type of paper with print almost impossible to visualize. Both ends of the valve fit into the chest tube. The device should not be able to be reversed. The potential for injury is too great." As reported, there were no adverse outcomes to the patient.